Manufacturer narrative:
The associated devices were not returned. A clinical analysis indicated that without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual products involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that the patient was recovering well post surgery. Had a physiotherapy session where the knee was pushed down to increase the extension and from there the patient experienced pain. A revision surgery was performed due to this incident.